Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and ovarian cyst ("roductive system disorder or condition type of disorder or condition: pelvicmass/ovarian cysts/uterine fibroid") in an adult female patient who had essure (batch no. 653903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included migraine and muscle spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex"), vaginal infection ("infection(bladder/urinary tract/vaginal) type: nasty discharges,"), female sexual dysfunction ("apareunia"), depression ("depression"), pruritus ("itching"), urinary tract disorder ("bladder or urinary problems orchanges"), bladder disorder ("bladder or urinary problems orchanges"), headache ("headaches,"), migraine ("migraines"), pelvic mass ("roductive system disorder or condition type of disorder or condition: pelvicmass/ovarian cysts/uterine fibroid"), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia"), cyst ("tumor / teratoma / cancer type: cysts"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), asthenia ("weakness"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain") and was found to have uterine leiomyoma ("roductive system disorder or condition type of disorder or condition: pelvicmass/ovarian cysts/uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy)essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rubber sensitivity, vaginal infection, female sexual dysfunction, depression, pruritus, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, pelvic mass, ovarian cyst, nausea, dyspareunia, cyst, vaginal discharge, fatigue, weight increased, asthenia, alopecia, abdominal pain, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthenia, back pain, bladder disorder, cyst, depression, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic mass, pelvic pain, pruritus, rubber sensitivity, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : itching, ovarian cyst, lower back pain. Lot number:653903. Manufacturing date:2009/06,expiration date:2012/06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('productive system disorder or condition type of disorder or condition: pelvicmass/ovarian cysts/uterine fibroid') in a 45-year-old female patient who had essure (batch no. 653903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included migraine, muscle spasm and latex allergy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vulvovaginal pruritus ("itching/vaginal itching"), headache ("headaches,"), migraine ("migraines / migraine headache") and nausea ("nausea"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and asthenia ("weakness") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal) type: nasty discharges,"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex"), depression ("depression"), urinary tract disorder ("bladder or urinary problems orchanges"), bladder disorder ("bladder or urinary problems orchanges") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and pelvic mass ("roductive system disorder or condition type of disorder or condition: pelvicmass/ovarian cysts/uterine fibroid") and was found to have uterine leiomyoma ("roductive system disorder or condition type of disorder or condition: pelvicmass/ovarian cysts/uterine fibroid"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal rash ("vaginal rash"), cyst ("tumor / teratoma / cancer type: cysts") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy and ophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal infection, rubber sensitivity, female sexual dysfunction, depression, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, pelvic mass, cyst, weight increased, asthenia and abdominal pain upper outcome was unknown and the vaginal haemorrhage, vulvovaginal rash, vaginal discharge, vulvovaginal pruritus, nausea, fatigue and alopecia had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthenia, back pain, bladder disorder, cyst, depression, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic mass, pelvic pain, rubber sensitivity, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : itching, ovarian cyst, lower back pain. Lot number:653903 manufacturing date:2009/06,expiration date:2012/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. Events added: vaginal rash. Event clubbed and pt term updated: itching/vgainal itching. Event outcome updated for: itching/vaginal itching, vaginal discharge, nausea, fatigue, abnormal bleeding (vaginal) and hair loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and ovarian cyst ("productive system disorder or condition type of disorder or condition: pelvic mass/ovarian cysts/uterine fibroid") in an adult female patient who had essure (batch no. 653903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included migraine and muscle spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex"), vaginal infection ("infection(bladder/urinary tract/vaginal) type: nasty discharges,"), female sexual dysfunction ("apareunia"), depression ("depression"), pruritus ("itching"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches,"), migraine ("migraines"), pelvic mass ("productive system disorder or condition type of disorder or condition: pelvic mass/ovarian cysts/uterine fibroid"), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia"), cyst ("tumor / teratoma / cancer type: cysts"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), asthenia ("weakness"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain") and was found to have uterine leiomyoma ("productive system disorder or condition type of disorder or condition: pelvic mass/ovarian cysts/uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rubber sensitivity, vaginal infection, female sexual dysfunction, depression, pruritus, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, pelvic mass, ovarian cyst, nausea, dyspareunia, cyst, vaginal discharge, fatigue, weight increased, asthenia, alopecia, abdominal pain, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthenia, back pain, bladder disorder, cyst, depression, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic mass, pelvic pain, pruritus, rubber sensitivity, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : itching, ovarian cyst, lower back pain. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received : lot number added. Reporter added. Aka name added, patient demographic added, product indication and essure insertion and removal date updated. Event injury nos is replaced with pelvic pain. Case become valid. Events added : pelvic pain, apareunia, bladder disorder, urinary tract disorder, itching, depression, migraines, headaches, pelvic mass, ovarian cysts, uterine fibroid, latex, abnormal bleeding (vaginal, menorrhagia), vaginal infection, nausea, dyspareunia, cysts, vaginal discharge, abdominal pain, back pain, abdominal pain upper, fatigue, weight gain, weakness, hair loss, stomach pain, device monitoring procedure not performed. Events severity added, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.